Manufacturer narrative:
The retained samples of the same lots have been inspected visually and tested mechanically. The mechanical tests were performed on 3 retained samples from each lot number. All samples were found to perform within limits. The actual measured values correspond to the initial measured values right after the production. The gel's ph value of those samples were also measured and found to be within limits. The adhesive performance of each lot was also tested for 4 hours on a test person. No faults could be detected. At this stage not enough information is available to reach a conclusion. We will continue to ask for further information. This report is sent to FDA as a precaution. We are not entirely sure a reportable event has actually happened as the information about the skin treatment necessary was not specified.

Event description:
On (B)(6), we have been informed by leonhard lang USA, inc.. About skin irritations observed underneath adhesive material when ECG electrodes were used. The customer reported 4 lot numbers: 20917-0323, 30226-0325, 21130-0325, 20914-0321. It was reported that "we have been receiving an increase in patient complaints regarding the adhesive on the electrodes. These complaints range from mild to severe irritation, including tearing of the skin, itching, redness and bleeding while wearing and/or removing them." No information on the practice of skin preparation, the duration of wearing the electrodes, the absolute number of complaints and the treatment of the irritations have been made available until the date of this report.